Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that unable to reinstall system software. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that xray pc was faulty, and the rest of the software got affected. Fse troubleshoot and follow the diagnose step, attempted suite pc software reload as psc was unavailable at the time of xray pc replacement but failed, attempted complete software reload and failed multiple time. All pcs were then powered from hospital power including network switch then loaded software successfully and reconnected to system power for normal operation. To resolve the issue, fse replaced the xray pc as the issue was intermittent. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was failing when attempting to reinstall the software, preventing booting. The device was not in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that unable to reinstall system software. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that xray pc was faulty, and the rest of the software got affected. Fse troubleshoot and follow the diagnose step, attempted suite pc software reload as psc was unavailable at the time of xray pc replacement but failed, attempted complete software reload and failed multiple time. All pcs were then powered from hospital power including network switch then loaded software successfully and reconnected to system power for normal operation. To resolve the issue, fse replaced the xray pc as the issue was intermittent. After replacement, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, it was identified that the issue occurred without patient involvement and was identifiable prior to procedure commencement, which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. As per the instructions for use, the user of the product must institute a user routine checks program. The user of the product shall make sure that all checks and actions have been satisfactorily completed before using the product for its intended purpose. It is instructed to not use the product for any application until the user is sure that the user routine checks have been satisfactorily completed, therefore, as the device was outside of use at the time the issue was identified, the user would identify this issue prior to use. Based on re-evaluation, this case is not reportable. The codes were updated based on the investigation outcome. The product UDI, reporting institution name, reporting address line 1 and the reporting address city have been updated.